Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for complex reg pain syndrome type I, rsd/causalgia-complex regional pain syn, and spinal pain. It was reported that the patient was having an unrelated MRI. It was reported that the patient had 2 implantable neurostimulator (ins) systems implanted. The patient¿s inss were dead. The patient claimed that a manufacturer representative told the patient to allow the inss to become depleted for the MRI. There were no patient symptoms reported. On 2016-08-05 the patient reported that they could not get the devices in MRI mode at their MRI appointment earlier that week and wanted a manufacturer representative to be at their next MRI appointment. The patient called back on 2016-08-08 reporting that there was poor communication on their patient programmer. The implantable neurostimulator recharger (insr) and patient programmer would not communicate with the ins. It was unknown when the patient had last charged or the last time that the patient had felt stimulation. The patient had ¿ran their ins battery down¿ so that they could have an MRI. The patient stated that they had misunderstood the MRI technician¿s directions. The patient was redirected to their health care professional (hcp). On october 7, 2016 the rep. Reported the ins's were replaced on (B)(6) 2016 because they were unable to get the devices out of overdischarge. Refer to manufacturing report #3004209178-2016-21930.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.